Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the paddles were not firing into the paddle tray. The customer has tried cleaning the paddle plates but the problem remains. There was no patient involvement.